Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens (iol) implantation procedure, the haptic was deformed and does not allow implantation. The procedure was completed on same day. Additional information received stating that the lens was replaced with same diopter lens. There were no patient contact and harm occurred.